Event description:
Planned the use of a convertor before the procedure began, due to the iliac artery on the contrlateral side being naturally occluded. Performed a fem-fem cross over for the contralateral side. An aortic main body extension was used to bridge the convertor inside the main body graft for the purpose of preventing leakage of blood into the aneurysm.